Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided for reporting. Additional product code: additional: hwc. This report is for unknown - trauma end cap/unknown lot number. (B)(4). Original implant date unknown. Device is not expected to be returned for manufacturer review/investigation. The 510k#: unknown. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tibial nail was removed from the left leg on (B)(6) 2016. The patient had fully healed, but reported as having a little pain and wanted the nail out. Hardware was removed intact. There was no delay in surgery or patient harm reported. There are 3 parts in this complaint. This report is 3 of 3 for (B)(4).